Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On the same day the sensor was inserted, the patient noticed the area was itchy. On (B)(6) 2025, the patient was still experiencing itching. In addition, the area had redness, and pimples (bump) under the sensor patch. On (B)(6) 2025, the patient consulted a physician who prescribed an oral pain (orphenadrine 100 mg, once per day for 14 days) and a topical steroid (triamcinolone cream) medication. At the time of report the skin reaction had already healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.